Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the 4 way valve was leaking. Additional malfunctions include the hour meter was defective.